Event description:
Medwatch, I am writing this due to a potential pt safety issue. I was unable to find a good match for a document format on your website for this problem and I am not sure if yours is the proper agency to contact. If not I would appreciate it if you would please forward this to the proper agency. The safety issue I am concerned about is the potential for giving multiple medication doses to pts due to a flaw in the new electronic medical records (emr) system that is being used at (B)(6) urgent care facilities in (B)(6) where I work. I work at (B)(6) urgent care. It is a relatively fast paced, high pt volume environment. Nurses doing treatment at the facility may share the care of individual pts. Multitasking is the rule. Prior to the initiation of use of emr, a nurse would receive orders from providers on paper. When the nurse would take responsibility of a given order, such as giving a medication, starting an IV, doing a lab, etc., he or she would write their initials next to the order. This would prevent other nurses from coming and doing the same order. With the use of the new paperless emr system this method of informing coworkers that you have done an order no longer exists. I will attempt to explain. There is a common list of pts to be seen and treated. All nurses work from this list. Typically at (B)(6) there will be 2 or 3 nurses and a medical assistant working on the treatment team for a given shift. There is a color coded "dot" that appears before the name of a pt indicating that a provider or triage nurse has ordered a procedure or medication. A nurse or ma will select the pt from the list, remove the dot, and give the medication or do the prescribed procedure. At this point, there is no problem. Even though there is no evidence the medication was given in the list of orders for that pt, the colored dot is gone so subsequent nurses looking at the common list of pts would not be prompted to go in and treat the pt. However, if a provider orders another medication or procedure, the dot in front of that pts name reappears. A nurse sees the dot and goes into the list of orders for that pt. There is no indication of which orders have been done, and most importantly which medications have been given. It is possible for the nurse to "data mine" other sections of the chart and, if the previous nurse has had time to enter a progress note, determine if the medication has been given. In this fast paced environment this can be overlooked. Mostly nurses try to communicate verbally with other members of the team to try and figure out which orders have been done. This is not always possible because other members of the treatment team may be in closed rooms with pts. On my first day working treatment using emr (I normally work triage) I pointed out this flaw to my supervisor. She in turn bumped it up the chain of command. According to the feedback I have received, correcting this flaw has become a "top priority" for (B)(6). I was told a hosp rep was sent to the software vendor in an attempt to get the comp program fixed so that when a nurse gives a medication it is indicated in the order queue. As of this date, 6 weeks after the initiation of the emr program, the software flaw remains. A temporary fix, outlined in the attached email dated 09/16/2010, was suggested. I have not observed this temporary fix used by anyone, nor have I seen any attempt to enforce its use. If I can clarify any part of this letter please feel free to contact me. Emr medication error avoidance: many of you and your staff have expressed concern over the possibility of medication errors in light of using the emr. We are working with (B)(6) for a system fix, but in the meantime, have a more pedestrian process. As suggestions are made (which we welcome) we will review and implement appropriately, but would appreciate if all clinics were using the same process. If the pt meets anti-pyretic protocol and is given ibuprofen or tylenol from triage - put a sticky note on the green chart after administration to alert the person who rooms the pt. When the pt is roomed, write "tylenol or motrin given" on the white board on the pt's room so the med is not given a second time. When medications are ordered, the nurse who is taking the order off should write the medication(s) on the white board before giving the med(s). After the post-med assessment, the medication should be crossed off the white board (not erased). The medication should be erased when the pt is discharged from the room. If a pt changes rooms (i.e. Comes back from x-ray to a different room) the meds should be written on the board again to avoid duplicating medications. We are working hard to come up with other solutions and welcome your input, but feel that this process will serve in the best interest of pt safety immediately.